Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
On (B)(6) 2016, the device was implanted via l-p shunt to a (B)(6) female with sah. The initial setting is unknown. During the surgery, traumatic tapping occurred at the lumbar puncture. After the blood flowed off from csf, the surgeon proceeded with the procedure and connected the valve and the distal catheter, and when csf was drawn from the distal catheter at the negative pressure by using a priming adaptor, it was found that the blood flowed into the valve. The blood inside the valve was washed away by injecting the saline from the reservoir with a 27g needle, and then the procedure was completed. However, in (B)(6) 2016, symptoms of hydrocephalus got worse again and ventricular enlargement was noted, so the surgeon suspected occlusion of the device and replaced it by 82-3041, 82-3110 and 82-3045 via v-p shunt with the setting 3, and the patient is currently being monitored at the hospital; however, the patient's condition is getting worse and probably may require a re-revision. The surgeon commented that this was not a valve issue because fluid flow through the valve was confirmed during patency testing at the revision though a small amount of blood clots was noted. Additional information: priming was done with the valve prior to implantation. The setting of the removed valve is unknown.